Event description:
A valiant thoracic stent graft system was selected for a patient for the endovascular treatment of a 6.8 cm in diameter thoracic aorta aneurysm. Vessels were moderately tortuous and mildly calcified. At the case, no damage was noted on the packaging. The valiant captivia device was not checked prior to use by the physician. During the implant procedure with the valiant captivia stent graft, no stent graft was able to be seen on the monitor of the c-arm during deployment. It was not noticed that the stent graft was missing, until deployment was attempted. The physician verified that the stent graft had not been delivered and was not inside the delivery system. A talent tf4040c150te was used to complete the case without issues. No clinical sequelae were reported and the patient is fine.